Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that iron sucrose (500mg/100ml) was programmed to infuse over 4 hours (rate=25ml/hr) and the infusion completed in 3.5 hours. The patient experienced mild dizziness and a mild headache that eventually resolved; the customer was not sure the dizziness and ha could be attributed to the iron over-infusion. There was no medical intervention and no patient harm. During the course of the infusion the original IV tubing was inserted into different pumps with the same result, a faster than expected drip rate. In addition, while the iron was infusing the nurse programmed a 100ml bag of ns at 25ml/hr using the iron sucrose therapy in the guardrails library to compare drip rates. The ns infusion dripped slower than the iron. The customer wants to rule out an IV tubing leak as some iron medication was discovered on the IV tubing label and the floor.

Manufacturer narrative:
Concomitant medical products: (B)(4), 250ml bag of 0.9% sodium chloride injection, usp, lot 56-020-jt, exp 1aug2017; therapy date (B)(6) 2015. The customer¿s suspicion of a ¿fast infusion¿ possibly being caused by a tubing leak was not confirmed. Throughout investigational testing, the suspected IV set was functioning as intended. No fluid leaks were observed at any time, and the IV set performed effectively during pump infusion. The root cause of a possible leak in the IV set was not identified.